Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace broke. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken part of the tip was completely detached from the instrument, but no fragment fell into the patient as the break occurred during the process of checking the crack. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The issue occurred during a dissecting task.